Event description:
While biomedical engineering was performing preventive maintenance on the humidifier, it was discovered that the alarm audio would not produce audio tone. This tone is also normally heard when turning the device on, but when turning this device on, the user would only see flashing indicators and no audible tone.======================manufacturer response for humidifer,heated, neptune (per site reporter).======================talked with teleflex medical. The manufacturer representative said there is an upgrade which corrects a power surge which may take out the speaker. They exchanged our device with a replacement.